Event description:
It was reported that the tips of the large needle driver instrument are out of alignment. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering could not confirm the customer reported complaint, as the grips are not visibly misaligned, even under a microscope. The teeth of the carbide inserts mesh properly. Engineering observed the distal end of main tube has a 1.15" long section with material removed on one side of the tube. The damaged area is parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a canula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.